Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 214709064 were returned and analyzed. The data files showed that at least 15 applications were performed with three catheters on the date of the event and a system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ unrelated to the reportable malfunction was triggered. Visual inspection of the mapping catheter showed the device was intact with no apparent issues. The mapping catheter was connected to the diagnostic computer and multiple channel pairs were displaying noises. The catheter was dissected, and electrode-wires had been detached from the weld. In conclusion, the mapping catheter failed the returned product inspection due to detached electrode-wires and loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was noise observed on electrode one. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.